Manufacturer narrative:
It was initially reported, a pediatric patient was admitted to an intensive care unit due to worsening condition. It is alleged the ventilator's positive end expiratory pressure (peep) increased 12 cmh2o above the set value. This issue was allegedly corrected by powering down and restarting the device. The device's software needs reloaded to address this issue. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A pediatric patient was admitted to an intensive care unit due to worsening condition. It is alleged the ventilator's positive end expiratory pressure (peep) increased 12 cmh2o above the set value. This issue was allegedly corrected by powering down and restarting the device. The manufacturer is currently investigating this issue and a follow up report will be filed when the investigation is complete.